Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pyelonephritis ("infection (bladder/ urinary tract/vaginal) type: pyelonephritis"), nephrolithiasis ("other injuries or complication- please describe: kidney stones (more difficult to pass after essure)") and urosepsis ("infection (bladder/ urinary tract/vaginal) type: urosepsis") in an adult female patient who had essure (batch no. 828529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's previously administered products included for an unreported indication: ortho tri cyclen from 2000 to 2004. Concurrent conditions included overweight and post-traumatic stress disorder. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary incontinence ("bladder or urinary problems or changes- type: incontinence"). In february 2009, the patient experienced pyelonephritis (seriousness criterion medically significant) and urosepsis (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In january 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness of feet"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with alprazolam (xanax), surgery (ablation and hysterectomy (partial),hysterectomy with bilateral ssalpingo-oopherectomy) and urinary sling. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pyelonephritis, nephrolithiasis, urosepsis, weight increased, migraine, hypoaesthesia and fatigue was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, depression, anxiety and dysmenorrhoea had resolved and the abdominal pain, headache and urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nephrolithiasis, pelvic pain, pyelonephritis, urinary incontinence, urosepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Date leave began: (B)(6) 2011. Date leave ended: present reason: had complete hysterectomy. Major scar tissue creates pain. Occasionally the scar opens. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. Lot number added. New events- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urosepsis/pyelonephritis, psychological or psychiatric problems condition: depression/ anxiety, bladder or urinary problems or changes- type: incontinence, migraines, neurological conditions or problems type: numbness of feet, dysmenorrhea (cramping), fatigue, pelvic pain, essure confirmation test(s) conducted, specify: no were added. New reporters, plaintiff's information, concomitant medication, conditions and treatment drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/ pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding"), pyelonephritis ("infection (bladder/ urinary tract/vaginal) type: pyelonephritis"), nephrolithiasis ("other injuries or complication- please describe: kidney stones (more difficult to pass after essure)") and urosepsis ("infection (bladder/ urinary tract/vaginal) type: urosepsis") in an adult female patient who had essure (batch no. 828529-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included depression, anxiety, pregnancy induced hypertension, gestational diabetes, laparoscopy (2001), pelvic pain, pelvic inflammatory disease, appendectomy, lithotripsy, renal surgery (cyst removal as well as stenting), breast reduction, acne, irregular menstrual cycle and appendectomy. (B)(6) 2008 - CT scan kidney: she had a CT scan revealed edema in the upper pole of the right kidney suggesting pyelonephritis. She had multiple stones in the right kidney, several medium sized stones in the renal pelvis as well as some medium sized stones more peripherally in the middle pole calyces and lower pole calyces. There was no evidence of obstruction. The patient had multiple lobulated cysts anterior to the left kidney with some calcification of the wall and a tiny stone peripherally in the left kidney as well. Previously administered products included for an unreported indication: ortho tri cyclen from 2000 to 2004 and paroxetine. Concurrent conditions included overweight, post-traumatic stress disorder, arthralgia, pain ankle (right), ankle swelling, pain in heel, paresthesia foot, leg pain, menstrual cramps, bleeding menstrual heavy, flank pain, fever (103 degrees fahrenheit), urolithiasis, gallstones, pyuria, pyelonephritis, nephrostomy, renal surgery, sepsis, urinary tract infection, pyeloscopy (B)(6) 2009: right - placement of 7/32 variable length stents with reinterpretation of intraoperative fluoroscopy. (B)(6) 2009: placement of a 6/24 double-j stent.), right lower quadrant pain, dyspareunia (chronic), uterine enlargement, uterine fibroids, stress urinary incontinence, hysterectomy, salpingo-oophorectomy, endometriosis, ovarian cancer, pelvic adhesions, cystoscopy, bladder sling procedure and hemorrhagic cyst. Concomitant products included ceftriaxone, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2010 to (B)(6) 2010, hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac tromethamine (toradol) and levofloxacin. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary incontinence ("bladder or urinary problems or changes- type: incontinence"). In (B)(6) 2009, the patient experienced pyelonephritis (seriousness criterion medically significant) and urosepsis (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced nephrolithiasis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness of feet"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with alprazolam (xanax), surgery (ablation and hysterectomy (partial),hysterectomy with bilateral salpingo-oopherectomy) and urinary sling. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pyelonephritis, nephrolithiasis, urosepsis, weight increased, migraine, hypoaesthesia and fatigue was resolving, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, depression, anxiety and dysmenorrhoea had resolved and the abdominal pain, headache and urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nephrolithiasis, pelvic pain, pyelonephritis, urinary incontinence, urosepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Date leave began: (B)(6) 2011. Date leave ended: present. Reason: had complete hysterectomy. Major scar tissue creates pain. Occasionally the scar opens. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, pelvic pain, dysmenorrhea, menorrhagia, urinary tract infection, lower quadrant abdominal pain, dyspareunia, uterine enlargement, stress urinary incontinence, urosepsis, nephrolithiasis, hypoaesthesia, pyelonephritis. Lot number report 828529 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain, dyspareunia, weight increased and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache and weight increased to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain, dyspareunia, weight increased and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.